Manufacturer narrative:
Investigation summary: two unused samples were returned to our quality engineer for investigation. The product was visually inspected, no defects were observed on the adapter spike, membrane, or other components. Leakage testing was performed and in all cases the product functioned as intended and no leaks were observed. A device history review was performed for reported lot 1905106, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this reported issue. Product undergoes a series of testing and inspections during manufacturing to ensure the quality and functionality of the device. All records were reviewed for the reported lot and results were found to be acceptable, product met required specifications. Based on the available information we are not able to determine a root cause at this time. Complaints received for this defect and device will be monitored by our quality team for signs of emerging trends.

Event description:
It was reported that an unspecified number of infusion adapters c100 experienced leakage during use. The following information was provided by the initial reporter: in the medical oncology department the patient received oxaliplatin treatment, the treatment area was scattered on the pump and 15 ml of the drug from the c100 adapter, which was attached to the set. Spilled medication cleaned and room ventilated.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of infusion adapters c100 experienced leakage during use. The following information was provided by the initial reporter: in the medical oncology department the patient received oxaliplatin treatment, the treatment area was scattered on the pump and 15 ml of the drug from the c100 adapter, which was attached to the set. Spilled medication cleaned and room ventilated.